Manufacturer narrative:
Evaluation - device/samples not returned. Retained kit testing met all specifications.no returns were received for this investigation. The complaint was investigated, and the results are as follows: axsym toxo igg reagents list number 9k08-20, lot number 68624hn00 (which is equivalent to lot number 68624hn01) and 62424hn00 were calibrated using master calibrator lot 62502hn00 and tested with three replicates of each axsym toxo igg control and 3 replicates of a panel which is used for determination of the assay specificity of the reagent. The calibrator and control values were within the instrument specifications/ package insert specifications. The values obtained for the panel were within the manufacturing specifications. No specificity issue was identified.as part of this investigation a review was performed of the complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 and 62424hn00 (and any associated sub-lots). This review did not identify any problems relating to the customer observation.based on this investigation, it is determined that axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 and 62424hn00, identified in this complaint, are performing acceptably. The cause of the customer observation remains unclear. As with other immunological assays false positive results may occur to a certain extent. Information regarding the performance characteristics of this assay is stated in the package insert.this is a final report.

Manufacturer narrative:
Investigation in process, no results or conclusion code can be chosen at this time.this report is being filed on an international product, axsym toxo igg, list 9k08, that has a similar us product distributed in the us, axsym toxo igg, list 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A prenatal patient generated falsely reactive axsym toxo igg results. The patient tested axsym toxo igg positive (4.4 iu/ml) but axsym toxo igm negative and vidas igg and igm negative. The specimen was sent to a reference laboratory where it tested axsym toxo igg positive (5.9 iu/ml), dye test <1 (cutoff = 2 iu/ml), hs agglutination <1 (cutoff = 2 iu/ml) and isaga test negative. The positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.